Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck buttons alarm. The customer¿s blood glucose was 232 mg/dl. Customer states they did not press a button down for 3 minutes or longer. Advised customer they can resolve the unresponsive keypad condition by removing the battery cap they did it twice and the first time it restore the function and got flow block error. Customer stated insulin pump still unresponsive. The device will be returned for analysis.

Manufacturer narrative:
During power up, the middle (enter) keypad button did not work. Upon further review of the device's interior, there was heavy corrosion on electrical board particularly around the keypad flex connector. Unable to perform displacement or self tests due to the malfunctioning keypad. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.